Manufacturer narrative:
(B)(4). From the pictures it was confirmed the defect reported by the customer broken parts - clip - info not provided. However it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l2100075 investigation did not show issues related to the complaint.

Event description:
The clip was found broken during usage on the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73l2100075 was manufactured on 11/01/2021 a total of (B)(4) pieces. Lot was released on 11/10/2021. DHR investigation did not show issues related to complaint. The customer provided two photos for evaluation. The reported defect "broken/detached parts - clip - hinge" was confirmed. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." One of the returned clips was broken at the hinge during ligation. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. In summary, the reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A broken clip was returned, and it was broken in half at the hinge. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The clip was found broke during usage on the patient.